Event description:
It was reported that during a code the device was used to deliver two (2) shocks. At that time, the paramedics took over care of the patient. During the removal of the device's electrodes and transfer to paramedics, the screen went blank and the device would not power off. The reported failure occurred after the event, and not during the patient care. The patient was not resuscitated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the digital pcb would lock-up. The root cause of this failure was determined to be a failure of the circuitry near a crystal, designator y4. The device was repaired and returned to the customer for use.